Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter. Block h11: a nasobiliary catheter was received for analysis. Visual examination of the returned device found the device with the pouch unopened, and a foreign material was observed between the plastic bag and the product. No other damages were noted to the device. Product analysis confirmed the reported event of packaging foreign matter, as a foreign material was observed inside the packaging. Taking all available information into consideration, the investigation concluded that the most likely cause of the event is the plastic bag not being hermetically sealed, which could have allowed foreign matter to enter during storage or transportation. Therefore, the review and analysis of all available information indicated that the most probable cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that an flexima nasobiliary catheter was to be used in a procedure performed on (B)(6) 2025. It was reported that there were foreign objects noted inside the inner bag (the part where the package insert is inserted). There was no patient involvement. The procedure was completed with another of the same device was used.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter.

Event description:
It was reported to boston scientific corporation that an flexima nasobiliary cathter was to be used in a procedure performed on (B)(6) 2025. It was reported that there were foreign objects noted inside the inner bag (the part where the package insert is inserted). There was no patient involvement. The procedure was completed with another of the same device was used.